Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Product development evaluation: product inspection has shown that the broken tip was strongly twisted before it broke. The fracture face is homogenous which indicated material conformity and has the typical view of a forced rupture. As the other tips are also strongly twisted we assume that too much force was applied onto these instruments and that finally a mechanical overload caused the damage. All screwdrivers did pass the torsion test during final inspection after manufacturing. No manufacturing related fault could be detected. Deemed invalid.

Event description:
It was reported that during a spine procedure the hexagonal screwdriver with t-handle was used to insert a variable angle screw when the tip broke off inside the head of the screw. The surgeon removed the screw and the broken screwdriver tip; and replaced the screw with the new one. Two other hexagonal screwdriver with t-handle was used to complete the procedure. The device was later evaluated and the tip of these screwdrivers after the case and realized they were also slightly twisted. This report is 1 of 1 for device complaint (B)(4).